Event description:
According to the reporter: occurred during a laparoscopic gastroplasty. The staple line was formed incompletely at the proximal end. To correct the incomplete staple line, mechanical suture was used. The load broke off. To complete the procedure, the product was replaced. No patient injury or extension in surgical time. Patient status is no problem.